Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The complaint device is not being returned, therefore unavailable for a physical evaluation. We cannot discern a root cause for the reported failure mode. A non-conformance search was performed for this product code 222299-lot #3865318 combination and no non-conformances were identified. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. A review into the depuy synthes mitek complaints system revealed no complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that the customer's 5.5 healix advanced br anchor with needles failed during a rotator cuff repair surgical procedure due to the anchor breaking during insertion close to the tip; tapped and broke. Patients bone quality is hard. No new bone hole was needed. The case was completed with another like device. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.